Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted a low impedance reading on the left ventricular (lv) lead. A high threshold reading was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.